Event description:
Customer called stating she is worried her insulin pump does not deliver insulin fast enough. She said her blood glucose was 191 mg/dl before lunch. She programmed a 3.5 unit insulin delivery, but had to revert to her back up plan to treat for highs. She has been above 500 mg/dl for the last couple of nights. Customer's current blood glucose is 284 mg/dl. She treated with a manual injection. Customer is not experiencing any symptoms of high blood glucose. The drive support cap appeared normal. There is no air in the tubing. Insulin exited during a manual prime. There are no leaks. The device's history is correct. Customer's site is sore. Troubleshooting could not be completed because customer did not have tubing clamps. Customer was advised to monitor her blood glucose and call back when she has the tubing clamps. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.